Manufacturer narrative:
A field service engineer (fse) was dispatched and replaced cup assembly.

Event description:
A customer contacted beckman coulter inc. (Bci) and reported that a new creatinine module had a leak in the cup assembly on unicel dxc 800 pro synchron clinical systems. No injury was reported.